Event description:
It was reported that the patient was having recharging issues and his device may be flipped. The patient "bumped" the device one week prior to the report and the area was sore. The manufacturer representative did not note any swelling over the device and could not feel any wires over the device. The device did "feel slightly tilted" and "loose" in the pocket. It was reported that the device was directly under the incision, which was unusual for this health care provider (hcp), and x-rays were to be "discussed." On (B)(6)2012, it was reported that the patient "caught the device area on a door know about a week ago." The device was suspected to have been flipped because the "wires seemed to be coming out of the top of the battery." The device was working and in use, but the lack of recharge coupling continued to cause extended recharge times. Additional information received on (B)(6) 2012 reported that the flip was confirmed. The hcp was to correct this surgically, but no date was given.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).